Manufacturer narrative:
(B)(4): evaluation results: failure to follow instructions (lesion not pre-dilated). Inherent risk of procedure (stent embolism and stent deformation). 7 patients condition affected effectiveness of device (90% stenosis, moderate calcification and moderate tortousity). Deformation problem (stent). Conclusion - failure to follow instructions (lesion not pre-dilated). Known inherent risk (stent embolism, stent deformation). Device failure/ lack of effectiveness related to patient condition (90% stenosis, moderate calcification and moderate tortousity).

Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion. Device was removed from packaging, and inspected prior to use with no issues noted. Device was prepped prior to use with no issues. The lesion exhibited 90% stenosis with moderate calcification and moderate tortuosity (2 bends). The lesion was not pre-dilated. Resistance was encountered when advancing the device. The device was unable to pass the lesion in the lad and the stent dislodged. The dislodged stent was removed with a snare. Another device was used to complete the procedure. There was no patient injury reported. The physician indicated that the reported event was due to anatomy. Device evaluation: the device was returned with the stent not present on the balloon. The distal tip was flared. Crimp impressions visible along the balloon. Four segments at one end of the stent were intact. The first segment on the other end was deformed with struts raised the next two segments were intact. The remaining segments were stretched and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).